Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed. A field service engineer tested all mini drawers in diagnostics with no issues found and inspected drawer cables with no visible problems. Then, the fse for drawer 1.18, cleaned the sensor detection ladder, reseated the sensor and flex cable connectors, and tested the drawer 1.18 successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure. The customer reported that the drawer containing dilaudid was not opening completely. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.